Event description:
It was reported that the (1) tlc55 was used for a right thoracotomy procedure. It was reported by the rep that the surgeon fired a tlc55 and the knob advanced only 1cm. The case was completed with another device. There was no consequence to the patient.